Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use it was discovered that the plunger was broken with a bd syringe solomed 3ml ll 22x1-1/4 w/sh sla. The following information was provided by the initial reporter, translated from (B)(6) to english: all syringes came with a broken plunger.